Event description:
Patient presented with increased seizures. The patient's mother noted that the patient was doing well until the vns battery went down. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patients generator was replaced. The explanted product has been received by the manufacturer; however, product analysis has not been completed on the explanted generator to date.

Event description:
Product analysis was completed on the explanted generator. The device was continuously monitored for 25.0 hours. The programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings, however the generator indicated ifi yes during monitoring. The data in the diagaccum consumed memory locations revealed that 97% of the battery charge used. There were no adverse functional, mechanical, or visual issues identified with the returned generator.